Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2017 as it was stated on (B)(6) 2019 that the event occurred within the past two years. Lot #, expiration date, manufacture date: the complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. Reporter: the treating urologist's information is unknown, however it was reported that the physician practices in northwest (B)(6) state. (B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that spaceoar was injected during an unknown procedure performed on an unknown date. Reportedly, the gel was placed by a radiation oncologist. According to the complainant, the patient developed a fistula. The fistula was repaired by a urologist via transperineal flap repair. According to the urologist, the gel was misplaced, causing the fistula. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplement report will be submitted.